Event description:
It was reported that the patient experienced hyperglycemia on 02-may-2026 and he took off the infusion set. Issue occurred with five infusion set. For hyperglycemia treatment patient used correction injection via mdi (multiple daily injections).

Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.